Event description:
It was reported that a day post y stenting of the middle cerebral artery, the patient suffered an ¿ascendant frontal branch occlusion¿. It was also reported that the patient had a subarachnoid hemorrhage, persistent ischemia and neurological complications. No further information was provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological complications are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that a day post y stenting of the middle cerebral artery, the patient suffered an ¿ascendant frontal branch occlusion¿. It was also reported that the patient had a subarachnoid hemorrhage, persistent ischemia and neurological complications. No further information was provided.

Manufacturer narrative:
The device remained implanted.